Event description:
It was reported that during a low anterior resection, the device fully cut and did not leave a complete staple line. The donuts were formed; however one side looked thin. Suture was used to complete the procedure. There was no adverse consequence to the patient reported. The patient was still in surgery at the time of reporting. The procedure was prolonged by approximately 15 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.